Event description:
It was reported that during in service training the cardiosave intra-aortic balloon pump (iabp) displayed an error message after ordering a new cable. There was no patient involvement, thus no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not duplicate the problem. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an error message after ordering a new cable. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.